Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/08/2016, that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the upper buttocks on (B)(6) 2016. Reportedly, calibration was not performed after the inaccuracy and the patient took medication containing acetaminophen. No additional event or patient information is available. Data was provided. Review of the data log confirmed the reported inaccuracy. A root cause could not be determined via data. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Labeling indicates: taking medications with acetaminophen (such as tylenol or excedrin&#59397;xtra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person.